Event description:
A hydrothermablation console unit was used during a hydrothermablation (hta) procedure. According to the complainant, there was an alarm during the event indicating a possible fluid leak although there was no leakage observed at the cervix. The exact rate of the loss is not known. The unit was restarted and the procedure resumed. Then, a second alarm sounded, and the procedure was aborted. Upon removal of instruments, burning, peeling and vaginal mucosa was noted. The burn was classified as "2nd degree" and was treated with silvadene cream. Follow up information received on march 3, 2009 revealed that a tenaculum stabilizer was used, a speculum was used initially but eventually removed; there was nothing unusual about the pt's anatomy, and there was no overdilation noted. Although attempts were made to obtain additional follow up information pertaining to pt outcome, there is no further information regarding this event.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information from that review, a supplemental medwatch will be filed.